Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had several emergency backup battery (ebb) faults. Changing power sources did not stop the alarm, the system controller was exchanged without incident. Interrogation of the old system controller revealed several ebb faults. The ebb was changed in the old system controller. Log files before the ebb was exchanged were sent for review. The event log displayed multiple ebb faults on 23mar2025 from 04:13 pm thru 05:04 pm followed by driveline disconnect and left ventricular assist device (lvad) off indicative of the controller exchange mentioned. The ebb faults were due to a failed ebb load test. There were no other unusual events seen within the log files. Additional information reported that the alarms resolved.

Manufacturer narrative:
Section b3 correction. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event date of 23mar2025 was reviewed. At 17:04, a backup battery fault alarm activated due to the emergency backup battery not passing its load test. The emergency backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected from the system controller at 17:21 and the system controller was shut down, consistent with the reported system controller exchange. The emergency backup battery fault alarm did not prevent the system controller from supporting the system as intended while the driveline was connected. The system controller did not return for analysis. Provided information indicated that the alarm resolved with the system controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery and it was found that the battery passed. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including emergency backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the emergency backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the emergency backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.